Manufacturer narrative:
A product investigation was completed: we have received only the screwdriver, hexagonal, cannulated, with part 314.050 back for investigation. The complaint condition is confirmed as the handle is broken in to three pieces. The device shows significant use during its twelve (12) year of lifespan. The device history record was researched and no abnormal findings were identified. Lot 4899898 was manufactured in december 2004 according to our specifications. Unfortunately we are not able to determine the exact cause of this complaint. Based on the returned condition of the device, it is likely that accumulated wear in combination with a mechanical overload situation has caused the breakage of the handle. Per the product literature: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part 314.05, synthes lot 4899898: release to warehouse date: december 09, 2004. Manufacturing site is (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw driver shaft and the pin wrench were used to insert the end cap and the procedure was successfully completed. No other medical intervention was required. Patient outcome was reported as well.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during implantation of a proximal femoral nail antirotation (pfna) system on (B)(6) 2016, to treat a trochanteric femoral fracture, the top of the nail was buried in the bone with soft tissue caught in it, resulting in the surgeon having difficulty inserting an unknown 5mm end cap. At first the surgeon attempted to insert the end cap with a screwdriver but this effort failed so the surgeon tried again using more force. During this second attempt the tip of the screwdriver broke and the fragment was retained in the 5mm end cap. The surgeon removed the 5mm end cap and attempted to insert am unknown 10mm end cap using another screwdriver but the phenolic resin portion of the handle fell apart. The reported events resulted in a 30 minute surgical delay. The patient and surgical outcome are not available for reporting. Concomitant devices: 1x unk pfna nail; 1x unk 5mm end cap (partial part number may be 04.xxx.xxx); 1x unk 10 mm end cap (partial part number may be 04.xxx.xxx). This report is 2 of 2 for (B)(4).